Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can. No other anomalies were found.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited oversensing that caused pacing inhibition. The ra lead was explanted and replaced. The patient was stable throughout the procedure.